Manufacturer narrative:
The customer was provided with info regarding breast shield sizing and ordering sources. In f/u with the customer, she indicated that she feels like she has a good breast shield fit because her nipple touches the inside of the shield. She tried a large size and the leaking continues. She was diagnosed by her obgyn with mastitis and has finished a round of antibiotics, which resolved her mastitis. She predominately breast feeds, but would like to pump more in preparation for returning to work, but continues to have issues with getting a proper seal with the breast shields. Attempts by clinical staff to contact the customer to help her come to resolution regarding her issue have been unsuccessful and a final attempt was made by letter. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis". ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, p. .2941). The customer was using the breast pump when she was diagnosed with mastitis, though she indicated that she predominately breast feeds. It cannot be definitively concluded that the pump caused or contributed to the mastitis. The customer's issue appears to be the result of improper breast shield fit, not a product malfunction. Complaints will be monitored for similar issues.

Event description:
The customer reported to customer service that she is having trouble pumping more than an ounce of milk with each pumping session because the seal (of the breast shield) around her areola continues to be broken by milk back up. It completely soaks the breast shield and her areola each time she pumps. She is engaged ("so milk is there"), but milk won't express.